Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after initiating ilet therapy, the patient experienced intermittent blurry vision while blood glucose historically had been elevated in the 300s prior to the device with no reported hypoglycemia, and the ophthalmologist advised maintaining steadier glucose; no device alerts or alarms were reported and troubleshooting and education were completed. Symptoms included transient and prolonged blurry vision. Outcomes included no hospitalization and no emergency treatment. Investigation included internal case review and user troubleshooting with education. Investigation of this case revealed no device malfunction reported and no specific device component issue identified, with the event temporally associated with glycemic changes and the cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and categorized as hyperglycemia-related cause unclear.